Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 110 mg/dl. The insulin pump was beeping and the piston sounded slow during the rewind process. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. However, the insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.